Manufacturer narrative:
Concomitant medical products: 479888, lead, implant date: (B)(6) 2020; dtma1qq, crt-d, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing causing false atrial tachycardia/atrial fibrillation (at/af) episodes. High thresholds were also noted on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.